Event description:
It was reported that patient underwent a hip arthroplasty on an unknown date. During the procedure, the impactor fractured. No fractured fragments remained in the patient. There was no delay in the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the product likely failed due to misuse, by instrument being put through excessive force or impact, and/or not inspected for wear and disfigurement and prior to surgery.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.